Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received a no delivery alarm while sleeping. Customer's blood glucose was 411 mg/dl. Troubleshooting was performed on insulin pump. After customer disconnected a quick connect, then insulin was able to deliver. Customer was advised that no delivery may be due to a site issue. Customer was advised to return infusion set for analysis.